Manufacturer narrative:
The customer contacted a siemens technical service consultant (tsc). After analysis of the instrument data it was determined that the cause of the discordant, falsely high tni result on the immulite 2000 xpi is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high troponin (tni) result (initial result) on one patient sample was generated on the immulite 2000 xpi. A different sample from the same patient was tested on the same immulite 2000 xpi and a lower result was generated (repeat result).the initial result was reported to the physician who ordered the patient to have an electrocardiogram (ECG). The repeat result was also reported to the physician.there is no known report of adverse health consequences or patient intervention due to the discordant, falsely high tni result.